Manufacturer narrative:
The fogarty embolectomy catheter involved in this case was received by our product evaluation laboratory for a full evaluation. During the evaluation, it was discovered that the catheter body was completely broken at 62 mm distal from the backform. The edges of the broken section appeared to match at the break site. Balloon latex and both balloon windings were intact. No other visible damage from catheter body was observed. An engineering investigation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, before use in patient, this fogarty embolectomy catheter broke. There was no allegation of patient injury. The device was available for evaluation. As per evaluation findings, the catheter body was found separated.

Manufacturer narrative:
Added information to section h6 (type of investigation). Updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). Patient demographics unable to be obtained. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on the available information, there is no evidence that supports or confirms the failure mode is associated to a manufacturing/design defect. The manufacturing process have the controls to detect this conditions, where the units are inspected according to plan specifications, the balloon is visually inspected, and for inflation and deflation, the catheter is inspected for obstruction or restricted tube, for hub / shrink leakage and for bushings and tip leakage. Additionally the IFU contains warnings to prevent catheter separation "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. The possibility of balloon rupture must be taken into account when considering the risks involved in any embolectomy procedure." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter."